Manufacturer narrative:
The customers reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8120 failed barrel clamp sensor test. Account name: (B)(6).account #: (B)(6). Asset name: 8120 pca module v8. Asset location: (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(6) had a pca8120 sn (B)(4) failed barrel clamp open and close position test. He has replaced syringe size sensor, but the issue was not resolved. Failure device type: alaris system instrument. Failure problem type: 8120. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed the syringe size sensor replacement process with (B)(6) and found out he did not install the washer that came with the syringe size sensor kit.